Manufacturer narrative:
Insulation damage was noted at 20.5 ¿ 21.3 cm from the connector pin consistent with clavicle crush damage. The three filars of the outer coil were fractured and the outer insulation was abraded. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator changeout. At that time, it was noted that the right atrial (ra) and right ventricular (rv) lead exhibited noise resulting in inhibition of pacing. Both ra and rv leads were explanted and replaced without complications and the patient was discharged the same day. The patient was asymptomatic before, during and after the procedure.